Event description:
It was reported that the patient's inflatable penile prosthesis did not work. The pump tubing was broken. The cylinders and pump were replaced with a pump and 16 cm x 9.5 mm cylinders the following month. The patient was waiting for activation. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of malfunction was confirmed via product analysis. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient's inflatable penile prosthesis did not work. The pump tubing was broken. The cylinders and pump were replaced with a pump and 16 cm x 9.5 mm cylinders the following month. The patient was waiting for activation. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.